Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). Product analysis: the valve and the delivery catheter system (dcs) were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt, the valve dislodged out of the annulus into the ascending aorta. A full recapture was completed. During the second deployment attempt, the valve dislodged into the left ventricle and a partial recapture was completed. The valve was repositioned and on the third deployment attempt, the valve dislodged into the left ventricle. The patient complained of 9 out of 10 chest pain. Echocardiogram and fluoroscopic root image revealed an ascending aortic dissection. According to the physician, the cause of the dissection was the recapture technique of the valve in the ascending aorta. Per the physician, the valve contributed to the dissection. The transcatheter valve implant was aborted and the procedure was converted to surgery. During surgery, the dissection was repaired and the valve was replaced with a surgical valve. It was reported that the patient was doing well after the surgery. No additional adverse patient effects were reported.